Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode due to noise and oversensing. Pacing inhibition was noted on the atrial channel as a result. Inappropriate atrial tachy response (atr) mode switches and non-sustained ventricular tachycardia (nsvt) episodes were stored due to the oversensing of noise, which, occurred on the same date. A health care professional (hcp) confirmed that the noise was related to electromagnetic interference (emi) during an unrelated surgical procedure that occurred on the date of the noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.